Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. It was noted that the lead was returned with the ez tool seated on it; however, the tool was not properly aligned. Once the tool was properly adjusted/seated, the helix mechanism was able to be fully extended and retracted. Inspection of the lead body and electrode tip identified no anomalies. It is suspected that improper use of the ez tool with this lead resulted in the observed difficulty in extending/retracting the helix. Laboratory testing did not identify any lead characteristics that would have resulted in dislodgement.

Event description:
It was reported an attempted implant of this right ventricular (rv) lead was not completed due to dislodgement. The physician attempted to reposition the lead, but the screw would not retract. A different lead, of the same model, was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an attempted implant of this right ventricular (rv) lead was not completed due to dislodgement. The physician attempted to reposition the lead, but the screw would not retract. A different lead, of the same model, was successfully implanted. No adverse patient effects were reported. This lead is expected to be returned , and analysis will be completed at that time.